Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the down arrow on the customer's insulin pump was unresponsive. The patient's blood glucose at the time of incident was 4.4 mmol/l. The insulin pump is eligible for replacement, but no products have been returned or replaced as of yet.

Manufacturer narrative:
The pump was received with intermittent buttons due to an unlocked keypad connector at the lcd board. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.